Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a 11mm tear in the in the balloon material. Microscopic examination presented no irregularities in the balloon material. Microscopic examination presented no irregularities in the balloon material, bonds and ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 4.50mmx12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient's status was good.